Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The investigation has not been completed at this time. A supplemental reported will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump has a constant door not fully latched error. It was also reported there was no pt involvement.